Event description:
Customer reports injecting "(B)(6)" and consuming eight "(B)(6)" after testing 243 mg/dl on the aviva combo system at 17:48. Approximately 4 hours later customer had low blood glucose symptoms with the following results obtained on the aviva combo system: 32 mg/dl (21:24), 31 mg/dl (21:31), 121 mg/dl (21:34), 42 mg/dl (21:36), 63 mg/dl (21:40), and 82 mg/dl (21:51). Customer's wife treated him with an injection of glucagen. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).